Event description:
It was reported that during a shoulder procedure using a quantum foot pedal, the foot pedal stopped working during the procedure. This incident caused 30 minute surgical delay before a replacement foot pedal was located to complete the procedure. There were no pt complications reported as a result of this event.